Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced a bent cannula, which led to a high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for same day. Due to the event, the patient's blood glucose level was 500 mg/dl and was treated by manual correction. No further information available.